Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited noise. The lead was damaged as it was inadvertently nicked by the physician. The lead was not used and replaced during procedure. The patient was stable.